Event description:
Procedure: wedge resection. Reportedly, during use the instrument broke. The device was fired and the knife stuck and a "clamp cover" disengaged from the instrument into the surgical cavity. The component was confirmed in the surgical cavity via x-ray. At the time of the original report the surgical team was still considering possible remedies to the situation. Note: this event was originally submitted as part of an asr. During routine review this report was re-evaluated. At that time the decision was made to file a report based on the information received.